Event description:
Consumer reported elevated blood sugars (579). Claims the pen was "dripping" and delivery dosage in question. No medical attention sought however, could prove to be a life threatening situation.